Event description:
It was reported that the patient experienced syncope a few days ago. During the follow-up it was discovered that the leadless pacemaker (lp) exhibited high capture thresholds. Programming changes were performed. The patient was in stable condition.